Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had issues with her high blood glucose. Customer's blood glucose was 500 mg/dl this morning. Customer treated with a syringe. Customer stated that when she was priming to change the set, the insulin squirted out and she received a no delivery alarm. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer changed the site and treated through the pump. Customer stated that the insulin continues to drop after the motor stops during the manual prime process. Customer's current blood glucose was 434 mg/dl. Customer was unsuccessful at priming the set twice. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications, passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. No unexpected priming noted. The no reservoir alarm functioned properly during our testing. No keypad anomaly noted. However, the insulin pump has minor scratches on the lcd window, cracked case at the display window corners and cracked battery tube threads.